Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with stuck full segment display due to open lcd driver on the lcd board. Unable to test for motor error alarm or perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to stuck at full segment display. However, the motor passed the motor test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was 8.4 mmol/l. Customer stated he went to an amusement park and the device got wet. It alarmed motor error during a bolus delivery. The device was not dropped or exposed to an MRI. Customer does not use the sensor feature. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.